Manufacturer narrative:
Additional MFR narrative: the pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no mfg or expiration dates can be provided.

Event description:
It was reported adhesive from the distal end of the want detached intra-operative. The physician was unable to recover the detached adhesive prior to completing the procedure. No pt complications were reported as a result of this event.